Manufacturer narrative:
(B)(4). The reported issue was not confirmed or duplicated during the functional test. The product analysis lab(pal) performed spike and unspike operation using spike and unspike test set. The device functioned properly with no problems encountered. Based on the information obtained from baxter's investigation, the root cause was not determined. The device was forwarded to be destroyed. The device met specification in relation to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center to report a compact exchange device (cxd) that would not clamp shut. The hp stated he had already tried cleaning it and it still would not clamp closed. The technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention.